Event description:
According to rptr the 1992 national electronic injury surveillance report, issued annually by the us consumer product safety commission, estimated that greater than 1500 pts received treatment in the emergency dept secondary to electric heating pad burns. Rptr considers this an unacceptable number of preventable injuries. Since 1976, electric heating pads have been regulated by the FDA, which recommends a label that rptr believes to be inadequate (code of federal regulations, vol 21, subpart h, 4/1/92:801.403). The high frequency of heating pad burns could be reduced in part by a mandatory, comprehensive labelling system based upon the one required by underwriter's laboratories. Moreover the label's effectiveness would be maximized were it required to be carried on both the heating pad and the packaging. Short of removing this product from the market, a combination physician education along with a revised labelling requirement should go a long way toward the prevention of electric heating pad burns.pt with anesthetic skin received partial and full-thickness burns of feet from an electric heating pad. This could have been prevented if the pt understood the potential hazard of heating pads. Pt is a 32-yr-old white female, with diminished sensation in her feet secondary to congenital spina bifida. She was using an electric heating pad in order to alleviate chronic foot and leg pain. The heating pad carried no warning label about the potential hazard that heating pads present to pts with anesthetic skin. The heating pad was draped over both feet for a period of 20 minutes, and the temperature was set on the medium setting. When the pt noticed red blisters of her feet the next morning, she went immediately to the emergency dept. The pt's diminished sensation that contributed to her burns was localized to the l5-s1 dermatomal distribution. Initial therapy consisted of intravenous antibiotics for cellulitis in addition to hydrotherapy and topical wound care for the burns. Five days after admission to the burn center, her burn wounds failed to heal, requiring surgical debridement and the application of split-thickness skin grafts to all three burn sites. All grafts healed without infection, except the right lateral heel burn. This infection developed beneath the graft over the right lateral malleolus and extended eventually into the bone. At 8 months post-burn injury, the open wound and a portion of the right calcaneus were debrided. The wound was closed with a right lateral calcaneal artery fasciocutaneous flap, and the donor site was covered with a split-thickness skin graft. Two months later, both the wound and donor site were well healed.